Event description:
It was reported that the pt experienced a shocking or jolting sensation. Approx one month prior, the pt "wasn't feeling right" and felt "disconnected". While walking back to her room, the pt stopped and then was not able to wall. Since that time, the pt had been experiencing stimulation all the way up the back of the neck regardless of whether the stimulation was on or off. The sensation was affected by positional changes. The pt felt tingling inside and down both legs. The pt noticed spotty bruising on the thoracic region and was told that it was "hard back there". The pt also experienced left knee pain for the past month and could not bend the left knee all the way. Since the implant, there had been pain at the stimulator site. It was reported that the healthcare professional (hcp) told the pt that the device was "too big" for her. The pt was scheduled to see the hcp on the following monday. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.